Manufacturer narrative:
The liquid embolic material was not returned as it was consumed in the procedure. Based on the reported information, there is no evidence suggesting that the material was defective. These events are rather post procedure related events. The patient was noted to have a hemorrhage and hearing issues prior to the embolic embolization. Worsening neurological status is a known inherent risk of endovascular procedure and is documented in the products instruction for use (IFU). MDR related to this event: 2029214-2016-01002, 2029214-2016-01003, 2029214-2016-01004, 2029214-2016-01005, 2029214-2016-01006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that one day post embolization and resection procedure, the patient suffered a stroke, left central vii nerve palsy (grade ii house- brackmann classification), and worsening hearing loss in the left ear. This event did not involve the arteriovenous malformation (avm) treating vascular territory. The events were reported to have resolved with sequelae. No additional treatment was given. The stroke is believed to have been ischemic and possibly related to a thromboembolic event during surgery. Tpa was not given as it was contraindicated for this patient as the patient was noted to have cerebral hemorrhage prior to any intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.